Event description:
(B) (4)it was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced a positive stress test. The 70% stenosed target lesion located in the mid left anterior descending (lad) was 15.0mm long with a reference vessel diameter of 2.75mm. Predilation was performed. During the index procedure, the target lesion was treated with the placement of a 2.75 x 20mm taxus element study stent. Residual stenosis was 0%. The 20.0mm long non-target lesion located in the mid right coronary artery (rca) was treated with the placement of a 3.0x 28mm taxus express 2 stent. The patient was discharged 1 day later on aspirin and clopidogrel.in (B) (6) 2009, the patient had a positive stress test that revealed evidence of a small area of ischemia in the apical portion of the inferior wall of the heart. The patient was exercised on the treadmill for 6 minutes 45 seconds which was stopped due to fatigue. There were no chest discomfort and the blood pressure response was appropriate. Prior to the completion of the phase, the rest electrocardiogram (EKG) showed right bundle branch block. ¿planar images show no motion artifact and no abnormal extra cardiac isotope uptake.¿ the EKG was mildly positive for the induction of ischemia. There was no action taken and the patient was later discharged.

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)